Event description:
The rptr stated that he did back to back blood glucose testing, within mins, using different finger sticks and strips. His results were 402, 350 and 241 mg/dl. He did not have any symptoms. On followup, the rptr stated that he had not had any problems (the next day) with meter and everything was fine. He did a control test with results in range, 123 (94-141). The lifescan rep reviewed qc procedures and discussed testing technique with the rptr.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8